Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative refractive outcome. It was 2 diopters off target. Additional information received from the surgeon indicated that the iol had shifted 5 degrees off axis. In a follow up, the surgeon confirmed that the lens was exchanged approximately one month after initial implantation.

Manufacturer narrative:
A sample device was not returned for investigation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).